Manufacturer narrative:
Device evaluation:visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7l/min blood and gas flows) the results are as follows: 200 mmhg blood side pressure drop conclusion: reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that during perfusion of the patient with the heart-lung machine during a heart valve operation, there was an abnormal pressure increase, and there was a delta p of 404 mmhg. Immediate measures were taken, by administering medications and hemodilution. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer began the perfusion once the act is at least 480 seconds. Initially, the priming solution contains 10,000 iu of heparin. The act is monitored regularly and corrected if necessary with additional heparin boluses. All additional interventions were performed due to an increase in pressure. Medtronic received additional information that the perfusion was conducted at a temperature of 34°c. The first activated clotting time (act) measured at the heart-lung machine (hlm) was 519 seconds.